Event description:
It was reported that a lead integrity alert was triggered due to an increase and high lead impedance and noise on the right ventricular (rv) lead. There was a lead fracture. The physician noted lead damage upon the removal of the lead and felt that it was likely due to "pocket bulk." The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.